Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The introducer and pusher was returned to the manufacturer for analysis; the coil remained implanted in the patient, and was not returned for evaluation. Visual inspection revealed the pusher was damaged and corrugated close to the heater coil section. No other kinks were noted on the pusher. The heater coil section was noted to be in good condition without any signs of fold, damage, or compression. The transparent pet was removed, and body coil section was dissected near the implant attachment zone on the pusher to observe the monofilament rebound length and shape. The rebound length was observed to be 0.075,' and it had a stretched tail on the end, which is indicative of excessive tensile forces prior to becoming disconnected form the pusher. Inspection of the fluoroscopic images supplied by the user facility show what appears to be the coil tail protruding into the parent artery distal to the coiled aneurysm. Based on the available information and evaluation of the returned device, the complaint of a detached coil could be confirmed. The root cause could not be determined; however, the device exhibited evidence that it was subjected to forces that exceeded the strength specifications.

Event description:
It was reported that after positioning the 9th embolization coil, the physician elected to adjust the coil position. During withdrawal, there was no movement of the coil noted. The coil was removed and an attempt to place the 10th coil was made; however, resistance was encountered. The physician checked the 9th coil and there was no coil implant coil on the device. The microcatheter was gently retracted from the aneurysm and a coil tail was seen in the ica, approximately 1.5 cm of the 8 cm coil. The coil position was checked 30 minutes later, and the tail was noted to have moved closer to the ostium of the anterior choroidal artery. The coil was left implanted. There was no reported intervention or patient injury. The patient was reported to have been unaffected the next morning post-procedure. The physician noted that no further cta, dsa, or MRI were needed to confirm the coil stability.